Manufacturer narrative:
Results: the lantern was fractured approximately 8.0 cm from the hub. The lantern was kinked approximately 43.5 cm from the hub. Conclusion: evaluation of the returned device confirmed that the lantern was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated during use, damage such as this may occur. Further evaluation of the returned device revealed that the lantern was kinked. This kink was likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern through a non-penumbra sheath and into the patient. The physician then successfully placed multiple ruby coils using the lantern. The physician then attempted to reposition the lantern within the patient, however the lantern became fractured near the hub, on a section of the lantern that had not been advanced into the patient. The lantern was therefore removed, and the procedure was completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern through a non-penumbra sheath and into the patient. The physician then successfully placed multiple coils using the lantern. The physician then attempted to reposition the lantern within the patient, however the lantern became fractured near the hub, on a section of the lantern that had not been advanced into the patient. The lantern was therefore removed, and the procedure was completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01. Describe event or problem.